Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house brake weight drop test. The axis-2 brake was replaced and the arm was upgraded. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.

Event description:
During a review of the site's system logs by an intuitive surgical, inc. (Isi) technical field specialist, a system error was observed on one of the patient side manipulators (psm). The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. No patient involvement was reported. During internal failure analysis investigation, the patient side manipulator (psm) arm failed the weighted brake drop test. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.